Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the ratcheting mechanism of a ratcheting handle was not working properly during a routine inspection outside of surgery. There were no surgical or patient impacts.

Manufacturer narrative:
Additional information: the product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the ratcheting mechanism of a ratcheting handle was not working properly during a routine inspection outside of surgery. There were no surgical or patient impacts.

Manufacturer narrative:
The returned device was evaluated. The ratcheting mechanism was found to ratchet in both directions; however, the movement was rough and required greater than usual force to operate. Inspection of the ratchet mechanism found rust, indicating that the handle was not cleaned and dried correctly. The labeling lists the dry cycle time as 85 minutes. Based on previous failures such as this, it is likely that improper cleaning and drying of the handle at some point in the devices life resulted in the observed rusting. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the ratcheting mechanism of a ratcheting handle was not working properly during a routine inspection outside of surgery. There were no surgical or patient impacts.